Event description:
It was reported that the pump triggered air in line alarm during testing. Evaluation of the returned device was confirmed the reported issue of air in line error

Manufacturer narrative:
H3/h6: the suspected device was returned for evaluation. The event history log (ehl) was reviewed. The device was visually inspected. A functional test was performed, and the reported issue of air in line error was confirmed through accuracy test. As a result, aild sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.